Manufacturer narrative:
Integra has completed their internal investigation. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: evaluation of device: during investigation, it was observed that the locking mechanism has movement in the swivel teeth and index knob. Device history record reviewed for this product ID a1114 work order # (B)(4) lot # 117 manufactured on july 28, 2011 quantity of (B)(4) show no abnormalities related to the reported failure. The devices manufactured under this work order passed all required inspection points with no associated mrr¿s, variances or rework. No service history is on file for this device. A two year lookback in the complaint system for this reported failure and or related to "not possible to unlock rocker arm " for this product ID shows that no additional complaints were received. No new design or manufacturing trends have been identified. This issue will be monitored. Root cause cannot be determined. According to technician, the device has only movement in the locking mechanism. Normal repair has been done.

Manufacturer narrative:
To date, the device involved the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
It was reported that an a1114 rocker arm could be unlocked and the "rocket" arm could not be released. The information provided was as follows; the event occured during a procedure and the patient was under the effects of anesthesia when the event occurred. The device was in contact with the patient. The patient was not injured. The event led to increase surgery time of up to 10 minutes. The medical staff finished the procedure with the same device, as they successfully unlocked the locking pin. The position of the patient did not have to be changed due to the dysfunction. Reusable pins were used for this unspecified procedure. The age, gender and underlying medical condition were not provided. The date of the event as answered from the distributor was: (B)(6) 2014.